Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. It stopped ligating about half way through. Swapped out the cable but didn't solve the issue. 2nd kit was opened and the case was completed without further issue. No harm to patient or significant delay to case.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10, h11 corrected section: e3-occupation the device was returned to the factory for evaluation on 08/04/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away at the base of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed on (B)(6)2022 over four (04) repetitions using "max life test method stm2048073 rev aa. The device activated and transected tissue four (04) times. Based on the results of the evaluation, the complaint for the reported failure ¿electrical/electronic property problem¿ was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a